Event description:
According to the op report, the valve was explanted due to aortic insufficiency. During explant, a 1 cm area of "probable dehiscence" along the noncoronary portion of the annulus was noted; however, visualization of this area was "difficult" until the valve had been explanted. A sjm 25afhpj-505, was then implanted. Tee showed only trivial aortic insufficiency. The pt was then transferred to the ICU in stable condition.